Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened button dome switch. No button error alarm. The insulin pump was alarming during error test due to voltage leak. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. It was noted that the customer removed the batteries and received another error alarm. Customer's blood glucose reading at the time of the call was 259 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.